Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the firestar 3.0 x 15 mm balloon catheter seemed to deflate very slowly after dilation. There was no reported patient injury. The balloon catheter inflated normally and maintained pressure without any issues; however it deflated over a twenty (20) second period using negative pressure. The balloon didn't seem to re-wrap properly and there was difficulty withdrawing the device from the vessel. The catheter was removed successfully from the patient using some force. The vessel and lesion characteristics were not available. The brand of contrast media used and the contrast to saline ratio used was not available. The type and brand of inflation device used was not available. It was unknown if the same indeflator was used successfully with other devices. No additional information was available. One non-sterile 3.00 x 15 fire star ptca balloon catheter was received coiled inside a plastic bag. The shaft was found wavy. This finding could be related to the way the unit was shipped for analysis. Residues of crystallized inflation media were observed in the inflation lumen. The balloon was already inflated. The inner body was bent at the balloon area. The results of the inflation/deflation test of the unit were within specification in spite of the damage in the inner body. Sem analysis revealed there was no evidence of blockage or any other anomaly in the transition and proximal seals that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported deflation difficulty and withdrawal difficulty were not confirmed. The exact cause of the reported failures and inner body damaged could not be determined. Neither the DHR review nor the product analysis suggests that the reported issues and inner body damage found during fal are related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken. Based on the limited information available, it is not possible to draw a clinical conclusion between the device and the reported events and no determination regarding potential contributing factors could be made.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13451750 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Forty-one (41) units were rejected and properly segregated during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. The functional test as well as results for balloon burst, and system burst was reviewed and no anomalies were found.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the firestar 3.0 x 15 mm balloon catheter deflated very slowly after dilation. The balloon catheter inflated normally, but deflated over a twenty (20) second period using negative pressure and also re-wrapped very slowly. The catheter was not removed easily from the vessel. The catheter was removed successfully from the patient using some force. There was no reported patient injury. No additional information was available.